Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer having reported sensor issues. Customer the sensor has given two reading since insertion. Customer has called over the past two weeks requesting a new transmitter. The last blood glucose reading was 35 mg/dl. Customer treated with food. Customer declined to troubleshoot for low blood glucose. Customer removed the sensor and the tip was not straight. The blood glucose reading has increased to 63 mg/dl. Nothing further reported.